Event description:
Healthcare professional reported six months after "deep" injection with a bolus of 1cc of juvederm ultra plus xc in the "deep mid face...above the zygomatic bone" pt developed "persistent granulomas and inflammation" at the injection sites. No biopsy has been performed to confirm granuloma. Pt was prescribed "kenalog .5% cream and a medrol dose pack". The healthcare professional believes symptoms are possibly resolved, however, the pt has not been assessed recently to confirm.

Manufacturer narrative:
(B)(4)2013. The reporting healthcare professional did not record the lot number, therefore, this info is not available. Device labeling: adverse events - the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance, adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.